Manufacturer narrative:
(B)(6) 2024 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush caught fire in the charging base - oral-b [device catching fire] . Product counterfeit - oral-b [product counterfeit] case narrative: consumer via e-mail stated that the oral-b toothbrush caught fire on the charging base. No injury was reported. (B)(6) 2024 case update from information initially received on 07-jun-2024: the suspect product was oral-b rechargeable toothbrush handle 3764. The suspect product lot was r64140126. No injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Toothbrush caught fire in the charging base - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that the oral-b toothbrush caught fire on the charging base. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.